Event description:
A consumer reported that after cataract surgery with intraocular lens (iol) implantation, she experienced blurry vision and halos. Her surgeon suggested that he will explant and replace with a monofocal lens. The lens was later removed in a secondary procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. The root cause cannot be determined for the reported complaint. The patient's stated reason was unable to tolerate extended depth of vision of intraocular lens (iol). The clinical reason given on the completed advanced technology intraocular lens (atiol) form for the explant was for "visual disturbances". Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The product was not returned for an evaluation. Information was provided that the lens was explanted and thrown away. The company vivity 20.0 diopter (1.5 extended depth of focus) lens was removed and replaced with a company monofocal diopter unknown lens. This information that the vivity extended depth of focus lens was replaced with a monofocal lens may suggest that the replacement lens was an improved selection for this patient's vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
According to additional information received, the patient was unable to tolerate the extended depth (ed) of iol. The lens was removed and replaced with a company lens in a secondary procedure. The clinical reason for explant was "visual disturbance". The patient also experienced fluctuating focus and glare. The explanted lens was discarded.